Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0185 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient complained that the device had 'malfunctioned.' The device was removed. No patient complications have been reported as a result of this event.